Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# v007058, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387-40, lot# j0337577v, implanted: 2006 (B)(6); product type lead. (B)(4) .

Event description:
It was reported that there was an end of service (eos)/ end of life (eol) message. It was noted that the patient¿s left side battery had been bad for a while but the programmer was showing ¿eos¿ for her right side now. It was noted that the patient¿s right side had been getting worse over time. It was further noted that the patient¿s right arm was ¿flailing¿ and had no control. Additional information requested but had not been received as of the date of this report.